Manufacturer narrative:
H6: method, results and conclusion codes added.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prime referenced is being filed under a separate medwatch report number. Literature: "prognostic significance of in-hospital acquired thrombocytopenia in stable coronary artery disease undergoing percutaneous coronary intervention."

Event description:
It was reported through a research article identifying xience v, xience prime and other non-abbott stents that may be related to death. Specific patient information is documented as unknown. Details are listed in the article, titled "prognostic significance of in-hospital acquired thrombocytopenia in stable coronary artery disease undergoing percutaneous coronary intervention".